Event description:
On (B)(6) 2012, the patient contacted animas and reported experiencing a blood glucose (bg) value of 38mg/dl and felt disoriented and tired. It was noted that the patient was experiencing low bgs in the morning for the past 4 days. The patient reportedly treated the low bg with oral carbohydrates and the patient's bg was reported to be 136mg/dl. Customer support (cs) reviewed the pump with the patient and noted in the pump history that the time and date reset to factory settings during a battery change. It was noted that the time and date were set correctly during troubleshooting. The patient reportedly continues to be on insulin pump therapy and the pump is being returned for troubleshooting. This complaint is being reported due to the patient's hypoglycemic event while using insulin pump therapy. Use error contributed to the reported bg excursion as the patient did not set the date and time correctly during a battery change. The pump displays the ''verify'' screen after it is rebooted and the time and date must be set to confirm the ''verify'' screen.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed a manual time change on (B)(4) 2012 from 11:14 pm to 11:15 am. Following power on reset at 11:15 am on (B)(4) 02012 the time and date reset to default. The time was manually set to 11:24 am on (B)(4) 2012. Daily insulin delivery totals appear inconsistent due to the time and date issue. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump was exercised for 29 hours with no delivery issues.